Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the e-100 generator was not working. Prior to calling, the customer moved the vessel sealer instrument to the integrated electrosurgical generator unit (iesu) to continue. The caller mentioned that the e-100 generator's power button was red. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through resetting the e-100 generator, but it again powered up with a red indicator. The customer was continuing with procedure with the vessel sealer installed in the iesu. The procedure was completed as planned with no reported injury. Isi followed up with the robotics coordinator and obtained additional information. The issue was first identified during procedure after port placement. The e-100 generator turned on and it went red. They tried rebooting, but the issue would not resolve. There was five minutes of procedure delay. The procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the reported issue and replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed by fa and the reported failure was replicated. The e-100 generator was installed onto the test system and failed. The power light emitting diode (led) indicator turned red, and the bipolar led indicator did not turn on. Cutting and sealing would not work. The complaint regarding the e-100 not functioning was confirmed based on the field evaluation and failure analysis.